Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements. Known ra lead noise was also reported. The patient's device was programmed to unipolar with sensitivity fixed at 10mv. The physician is aware and will follow-up with the patient for an in-person check and lead assessment. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements. Known ra lead noise was also reported. The patient's device was programmed to unipolar with sensitivity fixed at 10mv. The physician is aware and will follow-up with the patient for an in-person check and lead assessment. No adverse patient effects were reported. To date, no additional information has been received regarding this event. Should additional follow-up information be received in the future, this report will be updated as necessary.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements. Known ra lead noise was also reported. The patient's device was programmed to unipolar with sensitivity fixed at 10mv. The physician is aware and will follow-up with the patient for an in-person check and lead assessment. No adverse patient effects were reported. Additional information later received indicates this ra lead exhibited atrial undersensing resulting in inappropriate pacing and development of an arrhythmia, ventricular tachycardia (vt). It was noted the clinic is aware of atrial lead issues. No additional adverse patient effects were reported.